Event description:
It was reported that the customer's insulin pump had a crack around the battery compartment. The customer's blood glucose level was not reported. When the customer changed the battery, the insulin pump did not read the battery. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.